Event description:
It was reported that during a pump refill, the actual residual volume of zero was less than the expected residual volume of 1.7 ml. It was discussed that this was within the acceptable volume discrepancy for a 40 ml pump. The patient had baclofen withdrawal symptoms. The patient missed his previous appointment so the volume was very low at refill. There were no issues with the pump. The pump was filled without any issues and the patient was doing well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8840, serial # unknown, product type programmer, physician; product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8590-1, lot # n0048522, implanted: (B)(6) 2006, product type accessory. (B)(4).